Event description:
It was reported that the pt's vns indicated high impedance at a pt's recent office visit following vns generator replacement. Chest and neck x-rays have been taken but not been received for review by the manufacturer at this time. The physician has not disabled the pt's vns, but is aware of the manufacturer recommendation to disable the vns stimulation in the presence of high impedance. The pt is reportedly not experiencing any adverse events. Surgery to replace the pt's vns lead is likely. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.